Manufacturer narrative:
(B)(4). Date sent: 7/17/2020; d4: batch sent: 07/17/2020. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was uncut and indented and there were no staples present. In addition, the washer and knife were noted to have nicks. This damage is consistent with when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. During testing, the device performed without any difficulties noted. Although the returned staple was found to be malformed, no conclusion could be reached as to the cause of the staple malformation. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Eleven malformed staples were returned inside on a plastic jar.

Manufacturer narrative:
(B)(4). Batch # t5dj63. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information: the operation was right colectomy or rectectomy. The device was used at the colon or rectum. Some staples were not shaped b correctly and then the staples were out of the tissue. The washer was uncut. We were not able to get following the information; donut tissue, leakage and bleeding. The surgeon anastomosed with competing product. The patient is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the deployed staples could not form properly. The staples were formed in lumbricoid shape or u-shape. Another competitive device was used to complete the case. There were no adverse consequences to the patient.